Event description:
It was reported that a fractured instrument was received via the worn instrument return program. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The hospital this instrument was received from was: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2022-02303. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2022-02303. The initial report should be voided.